Event description:
It was reported that 2 ics central stations rebooted when a pt transfer was initiated from one telemetry bed to another telemetry bed. It was reported that when the pt transfer was initiated, the ics rebooted, displayed a blank blue screen and after rebooting normal monitoring was restored. There was reportedly no pt monitoring available while the reboot was in progress. There were no pt injuries reported. These two ics have remained in use. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.